Event description:
The patient reported, she is no longer receiving stimulation due to being unable to establish communication between her scs ipg and charging system. A sjm representative confirmed the issue. It was also reported, the patient has not charged in approximately 2 months and the ipg is non-functional. The patient also reported, she is experiencing discomfort/pain and bruising at her scs ipg pocket site which occurs regardless of stimulation in addition to when full weight is placed on the right leg and patient is moving, and when lying down. The ipg is also shallow. Follow-up identified the scs ipg was explanted and replaced which resolved the loss of stimulation issue.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.